Event description:
It was reported that the pt sometimes hears unexpected noise, especially after having a shower. During the last routine check up in (B)(6) at the clinic, testing showed that the device has malfunctioned, but hearing performance wasn't affected. An implant check carried out on (B)(6) 2011 confirmed the result. An accident or trauma is not known. The external parts were checked.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.